Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes: patient code of occlusion added) complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was dvt, bilateral pe and failed coumadin. The trapease filter was placed below the renal veins. There were no immediate complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to filter fracture, tilt, embedment, failed removal, ivc perforation, blood clots, ivc stenosis, caval thrombosis. Per patient profile form (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc, blood clots, clotting and/or occlusion of ivc, and device unable to be retrieved. An unsuccessful percutaneous removal was done approximately 7-years post implantation. The patient also reports the filter ¿has destroyed the patients left leg circulation¿ and being ¿layed up". Stents were implanted to treat the vascular occlusion. The patient reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, circulatory insufficiency and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter fracture, tilt, embedment, failed removal, ivc perforation, blood clots, ivc stenosis, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient became aware of the reported events approximately 5-years post implantation. The patient reports fracture, tilt, embedment, perforation, blood clots/clotting and/or occlusion of ivc, device unable to be retrieved. The patient also reports suffering from anxiety. The following additional information was received per medical records: the patient presented with dvt, bilateral pe and failed coumadin. A venogram was performed and placed a trapease ivc filter below the renal vein. The patient was said to have tolerated the procedure well and there were no immediate complications. The following additional information was received per patient profile form (ppf): the implanted filter was attempted to be removed percutaneously but was unsuccessful approximately 7-years post implantation. The fractured strut embedded in the wall of the ivc was attempted to be retrieved percutaneously but was unsuccessful approximately 7-years post implantation. Per patient: due to the filter breaking and holding clots until they calcify, it has destroyed the patients left leg circulation and is "layed up". The patient was unable to leave bed for months prior to surgery and having multiple stints put in. After the procedure the patient has been able to sit or stand for approximately 2-hours at a time before having to lay with leg elevated. The surgery prolonged the patient's ability to stand or sit and has caused a loss of ability to provide for family.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, fractured, was embedded and was associated with perforation of the inferior vena cava (ivc), blood clots, ivc stenosis and caval thrombosis. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter fracture, tilt, embedment, failed removal, ivc perforation, blood clots, ivc stenosis, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.